Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, front cover, and line cord. Outdated pcb and power switch. During the evaluation of the device faulty pcb was out of calibration and could not be calibrated properly. The customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system produced an error when running. No patient injury or complications were reported in relation to this event.